Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve during a transapical tavr procedure, moderate to severe paravalvular leak (pvl) was demonstrated on tee. A second sapien valve was implanted within the first valve, resolving the pvl. Post procedure, the patient was noted to be in stable condition. The native aortic annular diameter was 23mm by tee. The native aortic valve was severely calcified, with a large chunk of calcification on the right coronary cusp between the annulus and leaflet tip. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. Post deployment, the sapien valve was positioned 60:40 aortic. During deployment, ventilation was not held and there was no loss of pacing capture. The image intensifier angle (iia) and the coaxial alignment of the valve and delivery system were both described as good.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed; however, it is likely that the noted bulky calcification in the area of the right coronary cusp contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.